Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged crack damage located at the battery site found on (B)(6) 2023. Unit came in with critical pump error alarm (open book). Unable to lock into p-cap properly during testing. Successfully utilized crest and thus to download history files and traces. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded pump error 35 on 10/07/2023 at 09:52:00 and 10:02:00. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies and force sensor. Per visual inspection corroded flex connector traces on force sensor. Unit also received with pillowing keypad overlay, cracked keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion, unit came in with critical pump error alarm triggered by pump error 35. Pump error 35 was triggered by corroded force sensor gold traces. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer's reported insulin pump had a crack. Troubleshooting was performed and the damage was found. The location of the damage was the battery site. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.